Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of infection and erosion were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a surgical procedure was performed due to a possible infection. No physical signs of infection were observed; however, through a flexible cystoscopy it became apparent that the artificial urinary sphincter (aus) cuff eroded the urethra. The erosion was treated as an infection. Intravenous antibiotics were administrated prior and during procedure and all aus components were removed. There were no device performance issues with the explanted device. Oral antibiotics were administered for post surgery. The patient is expected to fully recover. It was further reported that the patient underwent a re-implant surgery on (B)(6), 2021; and a new aus system was implanted.

Event description:
It was reported that a surgical procedure was performed due to a possible infection. No physical signs of infection were observed; however, through a flexible cystoscopy it became apparent that the artificial urinary sphincter (aus) cuff eroded the urethra. The erosion was treated as an infection. Intravenous antibiotics were administrated prior and during procedure and all aus components were removed. There were no device performance issues with the explanted device. Oral antibiotics were administered for post surgery. The patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a surgical procedure was performed due to a possible infection. No physical signs of infection were observed; however, through a flexible cystoscopy it became apparent that the artificial urinary sphincter (aus) cuff eroded the urethra. The erosion was treated as an infection. Intravenous antibiotics were administrated prior and during procedure and all aus components were removed. There were no device performance issues with the explanted device. Oral antibiotics were administered for post surgery. The patient is expected to fully recover.